Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was successfully implanted on (B)(6) 2010. On (B)(6) 2013, the patient was hospitalized for aortic valve endocarditis and abscess in the presence of aortic valve insufficiency. The patient was treated with antibiotics. The patient was discharged home on (B)(6) 2013. No additional information is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was successfully implanted on (B)(6) 2010. On (B)(6) 2013, the patient was hospitalized for aortic valve endocarditis and abscess in the presence of aortic valve insufficiency. The patient was treated with antibiotics and discharged home on (B)(6) 2013. Additional information received on (B)(6) 2017, indicated the valve was explanted on (B)(6) 2013 and replaced with a medtronic hancock valve. The patient was discharged on (B)(6) 2013. (Clinical study patient ID: (B)(6)).